Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: the keypad was intact and undamaged. The ok, contrast, up and down keys were intermittently responsive. Upon removal of the keypad, contamination was found under all key contacts. Unrelated to the original complaint, investigation revealed missing pixels and a vertical line through the display, indicating a failed display flex. A test display was used and noted to work properly.